Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Left hip

Manufacturer narrative:
Reported event an event regarding abnormal ion level, disassociation and metalosis involving an accolade stem was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: "no clinical or pmh, no patient demographics, no dated serial x-rays, no lab or pathology reports, no examination of explanted components. Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible for this case." -device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for lot referenced. Conclusions: the reported event could not be confirmed. Clinician indicated that there were no clinical or patient medical history, no patient demographics, no dated serial x-rays, no lab or pathology reports, no examination of explanted components provided. Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible for this case. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc CAPA. No further investigation is required. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2006 and was revised on (B)(6) 2018. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Left hip